Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 47 mg/dl. The customer was treated with food. The customer stated that she was doing that yard work when alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had unresponsive buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.